Event description:
On august 13, 2008, a doctor alleged that crowns placed with maxcem cement had fallen off in an unknown number of patients.

Manufacturer narrative:
The doctor was unable to verify the number of patients involved in the reported incident. He reported that all the patients' crowns were recemented with either maxcem cement or a different product without any incident. The patients are doing fine. The doctor reported that the actual device has already been sent to the manfuacturer, however the device has not yet been received by kerr corporation for evaluation. The doctor reported that a clear shade cement was used on the patients with the alleged failures. However, the lot number the doctor reported for the alleged failures belongs to a white shade cement. Since the doctor no longer has the product and is unable to verify the actual device involved, the retain sample for the reported lot number was evaluated for adhesive strength and gel set time testing and results were found to be within specifications.